Manufacturer narrative:
Review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. Graft implantation for ascending aorta and total debranch bypass was performed. A left subclavian artery was embolized using avp2 coil. Tgm343415j was implanted distally, tmgr373715j was implanted proximally. A slight possible type ii endoleak from the left subclavian artery was observed. The physician decided to monitor it. The procedure was concluded. On an unknown date, follow up , a endoleak still observed. It was planed to determine the type of the endoleak and an additional operation. On (B)(6), a type ii endoleak from a gap between the left subclavian artery and avp2 coil was observed. The left subclavian artery was embolized using 5 coils. The endoleak was resolve. No type I endoleak and type iii endoleak were observed. It was stated that the avp2 coil was implanted at a slight angle, which might create a gap between the left subclavian artery and the coil.